Manufacturer narrative:
Evaluation completed on bl5623 pouch from lot v0045 was returned. The pouch contains one 23ga vitrectomy cutter. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported during surgery, the cutter was moving appropriately at the low cutter was moving appropriately at the low cutting stage for a short time, but in the higher cutting stage it was not working. There was no pt impact or medical intervention reported.